Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion area was located in a moderately tortuous and moderately calcified common femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for an endovascular therapy. However, during the fifth inflation, the balloon ruptured. The balloon was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient was good post procedure.